Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their stimulation was on but wasn't doing what it was supposed to do. Patient said sometime last night, their left leg, where the stimulation was supposed to help with the pain, started slowly "stinging" more and more. Patient turned stim off and back on and could turn stim up and feel pulsing and tingling in other parts of their leg, but it wasn't affecting the place where the pain was. Patient didn't know if something shifted or moved or if something got screwed up in the program, but they were in a lot of pain. The patient was redirected to their healthcare provider to further address the issue; patient said they left a message for hcp already and was awaiting a callback. Agent provided and explained use of nas phone number. Patient said they had something like this happen once before, but it was their own fault because they had forgotten to charge the ins, then took 3 hours to charge back up. Patient mentioned they forgot how bad the pain was without therapy.

Manufacturer narrative:
Issue resolved through reprogramming, outcome and imf code were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported they will work with their manufacturer representative (rep) to get an updated mailing address to manufacturer. They reported the cause of the stimulation and pain issues was unknown. They stated the rep reprogrammed their implantable neurostimulator (ins) which resolved the issue.